Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, vcp310 - suture detached from needle at swage part during operation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: q: is there any patient consequences or adverse event for this pc? Ans: I have not received any details on the complaint yet as the pic was busy to meet and have not replied to my text. However, I was informed earlier that the issue happened during the operation. I will update you once I have more information on this complaint. - when did the suture detach from the needle (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Ans: the needle detached from suture during the operation when surgeon was taking second bite while suturing. - were there patient consequences? If yes, please explain. Ans: I was informed that there were no patient consequences. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: the complaint was reported to me by ot nurse after the case. -device follow-up: is the product still available for return? Ans: I have not yet received any confirmation regarding the defective suture. I will provide an update once more information is available. Additional h11: was surgery delayed due to the reported event? --> unknown, action taken when event occurred? --> removed the defect suture and replaced with new pack., was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4) device property of -->none, device in possession of -->none.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.